Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter overheated and had to be removed from the patient. This happens intermittently. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter overheated and had to be removed from the patient. This happens intermittently. No patient harm was reported.